Event description:
Pt has native cabagx1 and aortic valve/root replacement in 2006. Her follow up office visit the following month showed she was healing well. Nine months later, she had draining at her midsternum, which was debrided. She was admitted and died the last day of visit with beta group g strep septic arthritis.